Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient told them they think the device is defective due to it dies in about 10 hours, it wasn¿t holding a charge. Troubleshooting reviewed the possible causes for depleting. The indication for use was non-malignant pain. No patient symptoms reported.